Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that two cassettes exploded inside the cycler. The patient discarded both cassette products. The patient had no allergic reaction or side effect. No medical intervention, adverse event or hospitalization occurred as a result of this event. The patient has been on peritoneal dialysis for three years. The patient was able to complete treatment.

Event description:
A peritoneal dialysis patient reported that two cassettes exploded inside the cycler. The patient discarded both cassette products. The patient had no allergic reaction or side effect. No medical intervention, adverse event or hospitalization occurred as a result of this event. The patient has been on peritoneal dialysis for three years. The patient was able to complete treatment.

Manufacturer narrative:
Device evaluation the actual product was not returned for investigation, therefore, it was not possible to confirm failure mode. A serial number review could not be performed as no serial number was available.